Manufacturer narrative:
Due to the temporal relationship of when the coolsculpting procedure was performed the contribution of the coolsculpting procedure to the alleged adverse event cannot be ruled out. It is also unknown if the patient had a pre-existing hernia. Hernia generally requires surgery to correct and to prevent further complications. Coolsculpting uses vacuum and non-vacuum applicators to complete coolsculpting procedures. Vacuum applicators draw tissue into the applicator cup during the treatment. In the coolsculpting user manual, listed under warnings, it states that special considerations should be taken with patients who have hernia in or adjacent to the treatment site. Using a vacuum pressure applicator on a pre-existing hernia or pre-existing structurally weak area may cause further complications. The thinning of the fat layer alone may also cause an occult hernia to become more evident in certain patients. Allergan advises physicians to carefully examine the patient for evidence of pre-existing hernias prior to providing coolsculpting treatments. In the coolsculpting user manual, under warnings, it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device." Allergan has performed due diligence requesting additional event details, as well as device and treatment information, from the coolsculpting treatment provider but no additional information has been received to date. Allergan also attempted to obtain confirmation of diagnosis from the coolsculpting treatment provider, but no response has been received to date. Since device information was unavailable, device investigation through a system log analysis could not be performed. Current trending data show that the observed occurrence of hernia does not exceed the expected occurrence and does not warrant further action at this time. Allergan will closely monitor trending data and will consider further action if deemed necessary. A supplemental report shall be submitted if and when additional information is received.

Event description:
On 27-jan-2020, allergan received report from a female patient that she was treated with coolsculpting on (B)(6) 2019 and (B)(6) 2019 to the upper abdomen, lower abdomen, and flanks, using an unrecalled coolsculpting applicator and started experiencing pain in the abdomen that led her to believe she may have developed a hernia in the treated area. The patient stated she has consulted her primary care physician but no diagnosis or treatment recommendation has been provided to allergan.